Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. The outer insulation was ruptured. Performance data collected from the device was also received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. It also indicated the criteria for the right ventricular lead integrity alert were met, the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, and that there was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Event description:
It was reported that a lead integrity alert triggered for the right ventricular lead. The tip-to-ring and tip-to-coil electrograms showed non-physiologic noise and numerous short v-v intervals. Also noted on the lead was an impedance rise to high impedance. Lead fracture was suspected. The lead was removed and replaced. Coincident with the lead replacement was replacement of the associated device due to an unexpectedly short estimate for remaining longevity, given the low percentage of time the patient was being paced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the patient that they are having problems with their shoulder since the second surgery and that their physician thinks their shoulder was torn during extraction of the lead. The patient also stated that they experienced anxiety, depression, and their ptsd (post traumatic stress disorder) is worse after the second surgery. Information could not be confirmed after multiple follow-up attempts. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.